Manufacturer narrative:
Date of submission 11/14/2017 the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: a review of the black box showed power on reset events. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The reported power complaint was duplicated. The test battery cap fit to maintain an electrical connection, and successfully complete 24 hour testing. No power on resets were duplicated. The pump cover was removed to find no evidence of moisture or damage to the power circuit.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.